Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device or a picture of the alleged defect was not provided. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved in this complaint. However material from the production line was functionally inspected according to tp-0183 and no issues were detected that can lead this customer complaint. Regarding this same issue, a CAPA was generated in order to conduct a proper investigation and document all corrective action. R and d owns this CAPA. The customer reported that the device involved was discarded by the user. If the device sample should become available at a later date this report will be updated.

Event description:
Customer complaint alleges "the customer assembled the neb with medication. However when hooked up to circuit the product just "bubbled" and did not nebulize liquid." Alleged event reported as during patient use. It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".